Manufacturer narrative:
Device evaluated by MFR: the returned device has the distal tip detached exposing part of the internal wire (183.7 cm from the proximal section). The other detached part was returned. The overall length couldn't be measured due to the device condition (distal tip detached). All the outer diameter (od) measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified mid-right coronary artery (rca) to distal rca. A 185cm pt²¿ guide wire was advanced under micro catheter support to the lesion with mild rotation but the device was detached in the proximal part of the mid rca. The device was successfully retrieved using a snare device and the procedure was cancelled. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified mid-right coronary artery (rca) to distal rca. A 185cm pt²¿ guide wire was advanced under micro catheter support to the lesion with mild rotation but the device was detached in the proximal part of the mid rca. The device was successfully retrieved using a snare device and the procedure was cancelled. No patient complications were reported and the patient's status was good.